Event description:
A malfunction alarm occurred, causing the customer's blood glucose level to exceed 500 mg/dl, with the display showing "high." The customer addressed the high blood glucose by administering a correction injection via mdi and did not require assistance from a third party. The malfunction code was resettable, and technical support provided instructions for resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to contact support if the issue recurred.